Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding"), rash ("rashes/rash on my shin/have it on my neck too"), eczema ("eczema"), arthralgia ("hip pain/knee pain/joints pain") and metrorrhagia ("spotting between periods"). The patient was treated with surgery (essure removal surgery). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, rash, eczema, arthralgia and metrorrhagia outcome was unknown. The reporter considered arthralgia, eczema, menorrhagia, metrorrhagia, pelvic pain and rash to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain, rash, eczema, arthralgia, metrorrhagia and menorrhagia. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. Event medical device removal was deleted. New events were added: rashes/ rash on my shin, eczema, hip pain/knee pain/joints pain, heavy bleeding, spotting between periods and pain. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('becoming essure free') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.